Event description:
Additional information provided by the surgeon indicates that the slight decentration of the iol has had no affect on the patient's outcome.

Event description:
A surgeon reports that during intraocular lens (iol) implant surgery , one haptic did not unfold correctly. The lens was decentered, but the surgeon elected to leave the iol implanted. The surgeon did not provide any information regarding the affect on the pt's vision. Additional information has been requested.